Event description:
A serious adverse event led to a customer being admitted to the hospital on october 10, 2025, due to diabetes-related high blood glucose levels. Upon hospitalization, a fingerstick measurement indicated a blood glucose level of 32.8 mmol/l, while ketone levels were found to be 1.0 mmol/l. There was no injury reported and the highest blood glucose level did not result in any permanent damage. The customer received intravenous fluids and insulin treatment to address the high blood glucose, which successfully resolved the issue. The customer was released from the emergency room on the same day, and there was no adverse impact on the blood glucose level noted after the remedial measures. Further information from cts was awaited at the time.